Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient disconnected from the cycler and powered off the cycler due to having to go to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated the patient had been hospitalized due to diverticulitis, a blood stream infection and for bowel surgery. The patient was reverted to hemodialysis treatments while hospitalized. Medical records were requested.

Manufacturer narrative:
(B)(4). Conclusion: although a temporal relationship exists between the patient¿s ccpd treatment with the liberty cycler and the reported adverse events of nausea, vomiting and abdominal discomfort there is no documentation indicating a causal relationship between the liberty cycler, the hospital admission and/or the reported adverse events of nausea, vomiting and abdominal discomfort and subsequent gallbladder and bowel surgery. Additionally, there is no allegation against any fresenius products and the adverse event(s). There is however a probable association between the common gastrointestinal symptoms of abdominal discomfort, nausea and vomiting and renal failure. ((B)(6) 2016). In addition, a temporal relationship exists between the gallbladder involvement and rrt. It remains unknown if fresenius supplies were utilized during hospitalization due to lack of documentation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 a call was placed to customer support regarding this female patient with end stage renal disease (esrd) utilizing continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) needing to be disconnected from the cycler to be transported to the hospital for nausea, vomiting and abdominal discomfort. Additional information was received on (B)(6) 2017 from the patient¿s pd nurse and indicated the patient was diagnosed with septicemia and diverticulitis with gallbladder involvement (unspecific) and was to undergo ¿bowel surgery.¿ no hospital course, surgical procedure or outcome of interventions were provided. The records indicated the patient transitioned to hemodialysis (hd) therapy due to bowel surgery, and was to remain on hd therapy until abdomen was ¿fully recovered.¿

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient disconnected from the cycler and powered off the cycler due to having to go to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated the patient had been hospitalized due to diverticulitis, a blood stream infection and for bowel surgery. The patient was reverted to hemodialysis treatments while hospitalized. Medical records were requested.